Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (500 mcg/ml, unknown dose) via implanted infusion pump. It was reported that the patient's pump had reported an error and went into minimum flow with a critical alarm. According to the logs provided, the pump went into minimum rate/safe state on 2024-may-20. It was reported that the hcp was able to interrogate the pump and restore continuous flow schedule to about 40 mg/day of baclofen. The programming was confirmed to have saved. No further information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The date of pump implant was unknown. The patient experienced no symptoms related to the event. The cause of the pump going into minimum rate/safe state was unknown. They resolved the issue by reprogramming the pump.